Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was that foreign matter was left inside the nozzle, so there is a possibility that there was air and water supply failure due to foreign matter clogging. However, we were unable to determine the cause of the foreign matter remaining inside the nozzle because we did not have sufficient information regarding the reprocessing. It is thought that foreign matter occurred and remained inside the nozzle due to some reprocessing factor. The event can be detected/prevented by following the instructions for use which state: ·is the reported risk/harm listed in the IFU? The event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign object in the nozzle. There was no patient involvement.